Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a "non-disposable clamp tubing" error. Trouble shooting resolved the issue but shortly after it would alarm again. It was also reported that the patient resumed the infusion using a backup pump. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy 1 pump was returned in good physical condition. The event log was reviewed and there were no disposable, high pressure and service due alarm messages. Batteries were inserted into the pump, the issue was observed and the pump was visually inspected. The reported "non-disposable, clamp tubing" error was unable to be replicated. The pump was found to be displaying "service due" alarm message during the investigation but not "no disposable". Visually inspected the pump's event history logs showed "no disposable" alarm messages after the pump was started. The clock battery date had reached the level at which service due is required. The issue was caused by maintenance service due. The upstream and downstream occlusion sensors as well as the clock battery will be replaced to resolve the issue.